Manufacturer narrative:
A product deficiency was not reported or identified. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported getting reagent solution inside both eyes resulting in redness and burning sensation with the binaxnow covid-19 antigen self test . The consumer was advised to flush their mouth with copious amounts of water. No additional patient information, including treatment and outcome, was provided.